Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) longevity dropped from 19 percent to 15 percent in a span of 3 weeks. This s-ICD remains in service. No adverse patient effects were reported.